Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y gastric bypass. According to the rptr: the customer reports that the pt had surgery on (B)(6) 2011 and was returned to the operating room for a gastric bleed later the same day. The abdomen was oozing blood from the staple line. At the time of this report the pt is said to be recovering.